Event description:
A thin, straight carbide bur used to remove bone around the impacted supernumerary teeth fractured intraoperatively. The fractured segment was not found clinically in the wound, the throat pack or in the patient's airway. Intraoperative radiographs were then obtained and no foreign body was detected in the patient's face, airway or lungs. The reading radiologist cleared the patient as being free from foreign body. At the end of the case when the operating room personnel were cleaning the room, the broken fragment was found at the bottom of the suction collection canister.